Event description:
While in use during a total knee arthroplasty procedure the "spc femoral trial impactor" had a small piece of plastic splinter off and puncture the attending surgeon's finger through both surgical gloves. He performed all appropriate actions to address the puncture before performing a new surgical scrub and resuming surgery. The case proceeded with no injury to the patient or prolonged delay. Appropriate procedures were implemented for reporting the puncture and next steps with employee health for the surgeon. Pictures were obtained of the instrument and splinter before they were removed by the sales rep.